Event description:
During a review of the post-operative x-rays, the surgeon noted that the affix plate ratchet post was not flush with the lateral side of the construct, and was extending past the plate. The surgeon reconfirmed the positioning of the device approx 2 months post-op and confirmed that there was no movement of the plate. The patient is asymptomatic and the surgeon does not plan any intervention.

Manufacturer narrative:
The device was not returned to nuvasive and further analysis is not possible at this time. However, the immediate post-operative radiographic images provided by the surgeon were reviewed and the reported issue was confirmed. In accordance with the device labeling, the ratchet post is held flush when the inserter/compressor tool is used for implant, and it is not known at this time why the post extended beyond the plate in this case. The root cause of the event is unknown, however nuvasive will continue to investigate the event and will file a subsequent report in the event that additional information is made available.